Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch of which we manufactured and mostly distributed (B)(4) units in the market. There are (B)(4) units blocked in b. Braun surgical's stock. We have received 35 unopened pouches. Sterility test has been performed to 10 of the units. 10 replicates were introduced into bottles with tryptic soy broth (tsb) medium in sterile conditions. The bottles were incubated for 7 days at 20 ºc - 25 ºc and another 7 days at 30 ºc - 35 ºc to verify their sterility. All tested replicates fulfil the sterility test after 14 days of incubation in tsb medium, as all bottles remained absent of turbidity. The analyzed samples fulfil the specifications for the sterility test. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with silkam suture. The client reported that after a first surgery, an infection occurred inside the patient's cheek. Five days later, the suture was removed and his sympton improved. Additional information has been requested.